Event description:
Caller reported a malfunction on the pump, but no notable events occurred prior to this issue. There was no reported impact to the customer's blood glucose level, as the caller declined to answer whether the issue caused it to exceed a certain level. Technical support assisted the caller with resetting the pump, and the malfunction code did not recur after the reset. Customer was instructed to continue using the pump and to call back if any malfunction code reappeared, which the caller acknowledged and understood.